Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing of the alleged malfunctioning device. The results of the analysis were that the main board is defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective main board. The issue was resolved by replacing the defective part and the product is back in service. E1: (B)(6).

Event description:
It was reported the body temperature alarm is defective. The device was in clinical use. There was no report of patient or user harm.